Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The reporter stated the infusion device did not work properly, but no further details were provided. The patient's blood glucose level was 450 mg/dl and 470 mg/dl. The patient had symptoms of dizziness, vomiting, and was unconscious. The patient was treated with insulin, fluids via IV, and respiratory support. The patient was hospitalized for 4 days. Return of the suspect device was requested for evaluation.